Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mechanical thrombectomy, the aperio and embotrap stent retrievers did not pass through the phenom21 catheter. The embotrap stent retriever, measuring 5 millimeters, became sticky and got completely stuck in the ophthalmic segment of the internal carotid artery. Subsequently, a 4 millimeter aperio hybrid retriever also got stuck at the same position. The catheter was then removed and replaced with another brand's 21 microcatheter, which resolved the issue. The phenom21 microcatheter had crossed the thrombus without significant issues, and there was no visible cause for the stent retrievers getting stuck, as the catheter was not kinked and a continuous heparin saline drip was connected. Ancillary devices: aperio and embotrap stent retriever additional information received reported that the cause of the resistance was not determined, and it was unclear why it happened with both stent retrievers.